Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, not following the proper cartridge load process, and had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer to always use room temperature insulin, follow the proper cartridge load process, and that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed the cartridge only to address the issue. There was no adverse impact to customer¿s blood glucose level.